Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 unknown bag therapy. On an unreported date, the patient began treatment with dianeal pd2 unknown bag 1.5% and 2.5% (lot numbers, dosages and frequencies were not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis and was admitted to the hospital the same day. Treatment, outcome, root cause of the peritonitis and action taken with dianeal pd2 unknown bag therapy were not reported. At the time of this report, the patient remained hospitalized. No concomitant medications were reported. The reporter did not provide an assessment of causality for the peritonitis to dianeal pd2 unknown bag therapy.